Event description:
Physician attempted to deploy an endeavor resolute 3.0x24 mm stent. Target lesion was in the proximal rca. Lesion had severe tortuosity, severe calcification and 100% stenosis. Lesion was pre-dilated using three balloons, first with a 1.5x12 mm balloon and then with two 2.0x15 mm balloons. Resistance was encountered when advancing the device. Physician decided to withdraw the catheter and noticed stent was deformed. Physician felt that the damage was due to the difficulty of the lesion. Device was inspected prior to use with no issues noted. Physician then tried to cross the same lesion with an endeavor resolute 3.0x18 mm stent to treat a lesion in the distal rca. Again resistance was met and stent deformation occurred. Physician felt that the damage was due to the difficulty of the lesion. Device was inspected prior to use with no issues noted. Procedure was completed with a third endeavor resolute stent (3.0x18mm). No patient complications were reported. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Event description:
Evaluation summary: the device was returned for analysis. The 1st proximal segment of the stent was damaged, the struts were deformed and stretched.

Manufacturer narrative:
Evaluation results: deformation problem.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformed). Patient's condition affected effectiveness of device (target lesion exhibited 100% stenosis, severe calcification and severe tortuosity). No results available since no evaluation performed (device not returned for evaluation). Evaluation conclusion: known inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (target lesion exhibited 100% stenosis, severe calcification and severe tortuosity). (Device not returned for evaluation). (B)(4).